Event description:
It was reported by the customer that their insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm but the device had been dropped. Customer's blood glucose level was 81 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarm. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.